Event description:
It was reported that the patient vomits after charging her spinal cord stimulation implantable pulse generator (ipg). The patient underwent a procedure in which the ipg was explanted. The patient has been discharged from the hospital. The explanted device will not be returned as it was disposed at the facility. No patient complications were reported.

Manufacturer narrative:
Update to initial MDR in blocks b5 and h6.

Event description:
It was reported that the patient vomits after charging her spinal cord stimulation implantable pulse generator (ipg). The patient underwent a procedure in which the ipg was explanted. The patient has been discharged from the hospital. The explanted device will not be returned as it was disposed at the facility. No patient complications were reported. Additional information was received that the patient also experienced nausea. The physician assessed that the patients nausea and vomiting has resolved since the explant of her device. The physician has concluded that the event was possibly device related.